Event description:
After initial setup and the priming of the irrigation aspirator and phaco calibration, the operating md was unable to aspirate effectively. The I/a tubing was found to be defective. Surgery was delayed 5 minutes ; according to the initial reporters info, pt had no adverse effects. A new pack was opened, and the defective tubing was replaced with new tubing from the second pack.